Event description:
The sales representative reported on behalf of the customer that the device, 8204 microfracture awl, 90 degree, was being used on (B)(6) 2021 during a knee scope procedure and the ¿the doctor was using the instrument during a knee scope. He was tapping it with a mallet while visualizing it on the inside with the scope. While tapping it on the tip of the instrument broke off inside the patient's knee. The fluid from the scope pushed the small piece of instrument out of sight. After using the c-arm xray with location confirmed, dr. Irrigated in the knee with fluids to try to flush out the piece. After the irrigation didn't work, he made a lateral incision to try to remove the tip of the instrument. He was unsuccessful.¿ after further assessment it was found the patient is stable. A second surgery is indicated if instrument tip migrates in knee. Evaluation of this is done in 4 weeks. There was a one and a half hour delay. This report is being raised on the basis of injury due to 2nd incision and fragment remaining in the patient.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported event of ¿while tapping on the device, the tip broke off¿ is confirmed. Visual evaluation of the returned used device found that the tip of the awl was broken off at the machined radius. Broken piece is approximately 0.220-inches long; however, it was not returned for evaluation. Examination performed and could not find any issues with critical dimensions. The damaged condition of the returned used device is indicative of heavy use and or the application of excessive force during use. A 2 year lot history review was conducted and found this is the only event for this lot number and failure mode. A device history review was requested; however, it could not be located. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 369 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised the following: do not use excessive force on the instrument to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 8204 microfracture awl, 90 degree, was being used on (B)(6) 2021 during a knee scope procedure and the ¿the doctor was using the instrument during a knee scope. He was tapping it with a mallet while visualizing it on the inside with the scope. While tapping it on the tip of the instrument broke off inside the patient's knee. The fluid from the scope pushed the small piece of instrument out of sight. After using the c-arm xray with location confirmed, dr. Irrigated in the knee with fluids to try to flush out the piece. After the irrigation didn't work, he made a lateral incision to try to remove the tip of the instrument. He was unsuccessful.¿ after further assessment it was found the patient is stable. A second surgery is indicated if instrument tip migrates in knee. Evaluation of this is done in 4 weeks. There was a one and a half hour delay. This report is being raised on the basis of injury due to 2nd incision and fragment remaining in the patient.